Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities. It was confirmed that the device had no telemetry. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined that the no output and the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information in late- (B)(6) 2013 that this patient's monitoring system could not complete a remote interrogation. Extensive investigation and troubleshooting could not identify a malfunction with the monitoring system. The patient was presented to the clinic and attempts to interrogate the device were unsuccessful. The patient's intrinsic heart rate was 40 bpm and the device was not providing bradycardia pacing support. The local represented attempted to interrogate the device with a second programmer without success. Application of a magnet over the pocket site did not generate beeping tones. Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Event description:
--

Manufacturer narrative:
The device is currently undergoing detailed analysis to determine root cause for the clinical observation of no interrogation.